Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission alert. Upon interrogation, the right atrial lead exhibited low impedance and noise. No intervention was performed for the patient was asymptomatic. The patient would continue to be monitored with routine follow up.